Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited the emergency room and then were hospitalized on (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level of 505 mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they experienced nausea and vomiting as a symptom related to high blood glucose level. The customer did not mention any treatment replayed to high blood glucose level received at the hospital. The customer stated that they were not sure whether the insulin pump was on auto mode at the time of the incident. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis.